Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that they had not seen their physician. The circumstances that led to the patient not feeling stimulation and having return of symptoms, diarrhea and problems was that they weren't contacted to the number so a person at medtronic helped them with that. The issue has been corrected with medtronic's help. No further complications were reported. [Please refer to pe 702894475 for event pertaining to stim in thigh/down in foot].

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. A patient, who stated that they got the device to help with both bladder and bowel said the reason for the device was that they always had a lot of diarrhea, reported that their health care physician (hcp) had programmed their implant and they were doing fine but then after having an unrelated MRI in either (B)(6) of 2018 to see if they had another non-device related stroke and they set the numbers wrong in the MRI. The patient reported that since then they¿ve had a lot of problems in that they¿ve had the return of symptoms. The patient noted the implant was checked by the nurse practitioner after the MRI and was turned back on. The patient reported the after the MRI the doctor had changed the program to program 3 (where at this time the patient noted they felt stimulation in the vagina,) but this had not helped the patient¿s symptom control. The patient reported they were still having diarrhea and it was like it (their anus) was open all the time and it just wouldn¿t close. The patient stated they checked their settings and they had been on program 3 at 1.4 but they increased the stimulation to 2.0v but they didn¿t feel stimulation. While on the call the patient increased stimulation from 2.0 to 2.2v where they felt stimulation in the bike seat area. The patient was re-directed to their hcp if increasing stimulation didn¿t improve symptom control. It was noted that this change was sudden. There were no further complications reported/anticipated.